Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. (B)(4). S/w 2.9d. Retainer ring=clear. On (B)(6) 2021 customer called in: customer reported that pump presents a crack next to the battery cap troubleshooting was performed pump was dropped, causing the damage. P-cap locked in place properly during testing. Unit passed displacement test. Unit received with cracked case (battery tube), broken battery tube threads, faded serial number label, missing display window cover and cracked keypad at select button. In summary, customer allegation for cosmetic damage was confirmed during visual inspection when cracked case (battery tube) and broken battery tube threads were noted.

Event description:
Medtronic received information that damage (physical or cosmetic) occurred. There was no adverse impact or consequence reported as a result of this event.